Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description sqa-black specks on various ports. The upper control limit of 3% for rejects was exceeded at 6% for visual rejects. Of the 26 IV bags rejected, 25 IV bags were rejected for black specks on various ports. Total bags inspected: 435.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) samples and three (3) photos were submitted to the manufacturer for evaluation. Through visual examination of the three photos, very small spots could be observed on the filling and infusion ports. A further picture was visually inspected, but no evidence of the claimed stain was found. Through visual examination of the samples, two pieces of black spots on the external surface of the rubber of the injection port were observed. One unit with a black spot embedded in the wall of the tube into which the infusion port is built was also observed. All of the dots found are embedded in the connector material or tubing and are not visible at 50 cm as required by internal procedure for visual inspection. As per shape and aspect of these dots, they are comparable with burnish material, resulting from the molding and extrusion process. The presence of the embedded material does not jeopardize the functioning of the product; the defect is considered aesthetic. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.